Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: unknown, batch: 3646409.

Event description:
Related manufacturer report number: 1627487-2023-00125. It was reported the patient's ipg was inoperable. Surgical intervention was undertaken to replace the ipg. Post operatively it was reported one of the patient's leads had all high impedances. Effective therapy was established post-operatively. Patient is to follow-up with physician as the next course of action.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.